Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) and unknown model right ventricular (rv) lead declared fc1005 (shock to open conduction) from an out-of-range shock lead impedance greater than 145ohms. Boston scientific technical services reviewed the available data as initially the physician requested insight to shock therapy for the ventricular tachycardia (vt) episodes. It was confirmed that the most recent shock therapy delivered was within normal shock impedance range. Additionally, the biv triggered pace cannot be exclude from contributing to any of the given arrhythmias, however the biv trigger might also have been triggered by an arrhythmic ventricular event. It is suspected the lead system is damaged or disconnected. The physician has reprogrammed the device. The device remain in service. No adverse patient effects were reported.